Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd angiocath 22ga, the device experienced catheter broke, and separated. From the hub. The following information was provided by the initial reporter. The customer stated: product presenting tortuosity and easy break in the silicone part (proximal part of the device that is inserted as venous access in the patient) during the puncture procedure.

Event description:
It was reported when using the bd angiocath 22ga, the device experienced catheter broke, and separated. From the hub. The following information was provided by the initial reporter. The customer stated: product presenting tortuosity and easy break in the silicone part (proximal part of the device that is inserted as venous access in the patient) during the puncture procedure.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.